Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified superficial femoral artery. A 4.0mmx100mmx135cm sterling balloon catheter was used to dilate the lesion. During the first inflation the balloon ruptured. The number of atms is unknown. The physician removed the device. The procedure was completed with a 4.0mmx100mmx135cm sterling balloon catheter. No patient complications were reported.